Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had foley catheter in place that could not be removed at this point in time, because the foley had small puncture hole and it was leaking. User tried several options to stop the leakage, but ended without success.

Event description:
It was reported that the patient had a foley catheter in place that could not be removed at that point in time. It was stated that the foley had a small puncture hole and was leaking. Several options have been used to try to stop the leakage without success. Per follow up on 02apr2021 the user stated that it was not the product issue because it was a user related issues. Further stated that the catheter had the hole and they could not exchange it out. Per second follow up on 02apr2021 the customer stated that the statlock was placed in a way that caused the damage to the foley. The customer contacted the bard and were looking for a suggestion on how to plug the hole as the customer was unable to replace the catheter at the time due to the patient condition.

Manufacturer narrative:
The reported event was confirmed as a user related. The failure was caused by the misuse of the product. The root cause of this failure mode was due to mishandling of the device leading to the failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.